Manufacturer narrative:
Batch review performed on 27 september 2021: lot 176580: (B)(4) items manufactured and released on 09-feb-2018. Expiration date: 2023-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting knee pain and instability and the cause of the pain instability is unknown. 1 year and 7 months after primary the surgeon revised the gmk-sphere tibial insert - flex s5r - 12mm with a gmk-sphere tibial insert - flex s5r - 17mm. The surgery was completed successfully.